Event description:
I had the essure birth control implants. I had severe pain on the floor doubled over crying. My doctor tried a few fixes he had hoped would work but in the end my tubes had to be removed. I was like myself again no more pain.